Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited muscle stimulation which caused patient discomfort. High pacing impedance was also noted. Imaging did not reveal any physical anomalies. Programming changes were successfully completed. The patient was stable.